Event description:
It was reported that during a colonic stenting treatment procedure the exterior handle detached from the external shaft. The procedure was indicated for palliation. The target lesion was in the "sigma" portion of the colon. A wallflex enteral colonic 30/25x 12 230cm stent was advanced to the target lesion. While attempting to deploy the stent, the physician immobilized the device hub handle and slid the exterior tube handle back towards the hub handle. The stent would not deploy and the exterior tube handle detached from the exterior tube. The device was removed. The guide wire was exchanged for unspecified reasons and the procedure was completed with another wallflex enteral colonic 30/25x 12 230cm stent. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.